Event description:
Reportedly, the pairing did not succeed between the smartview connect and the pacemaker. The pairing was finally completed with a new smartview connect.

Event description:
Reportedly, the pairing did not succeed between the smartview connect and the pacemaker. The pairing was finally completed with a new smartview connect.

Manufacturer narrative:
Investigation summary: upon reception, the smartview connect initially failed to pair with a reference pacemaker; however, following multiple reboots, successful pairing was achieved. No hardware faults or persistent software issues were identified during testing. Although the exact root cause could not be definitively determined, it is suspected that the issue may have been related to transient bluetooth instability or external interference during the initial pairing attempt. The inability to reproduce the issue suggests it was not due to a permanent fault. It should be noted that the full pairing process can take up to 18 hours to complete, and it is recommended to perform at least two full pairing attempts to ensure successful connection. Based on the available data, no malfunction was evidenced in the subject smartview connect. Please refer to the attached report.